Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error and no delivery alarm from the insulin pump. The customer did not recall any significant events prior to the no delivery and motor error alarms. The customer reported high blood glucose readings and high ketones. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
No unexpected finish loading alerts, anomalies, excessive no delivery alarms or motor error alarms noted during out testing. The insulin passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the unit and passed. The insulin pump was received with minor scratches on lcd the window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and stained end cap sticker.